Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, on (B)(6) 2015, the high pressure alarm activated during administration of the morning dose. The pump was turned off and back on. The patient was able to get the rest of the morning dose. The jejunal tube had been difficult to flush for a few days prior to this event. During a home visit, flushing the tube with 30cc of sodium bicarbonate was unsuccessful and emergency medication was given. On (B)(6) 2015, a kink was found on the tube and it was fixed. Due to the jejunal tube's age and condition, it was replaced on (B)(6) 2015 with an unknown device. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.